Manufacturer narrative:
Inspected one opened/used sensor and found the sensor canula bent (retracted) inside the sensor base. Unable to confirm the customer received the sensor in this condition as customer has returned opened/used.

Event description:
The customer reported tha the was having sensor issues. Customer stated he received lost sensor. Customer's blood glucose was 236 mg/dl. Troubleshooting was done for lost sensor. Customer reported sensor or needle fractured. Troubleshooting was done for sensor cannula/needle break. Customer stated that the cannula was still in his skin. Referred the customer to their health provider for instructions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.